Manufacturer narrative:
Please note this report is being resubmitted following an unsuccessful submission attempt on 21july2021 due to a system error. Investigation of the reported event is inconclusive. The reported device has not been returned to conmed for evaluation and its location is unknown. No photographic evidence was provided. Therefore, the reported failure cannot be verified, & root cause cannot be identified. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A two-year review of complaint history for similar failure modes revealed there has been a total of 7 complaints, regarding 7 devices, for this device family & failure mode. During this same time frame 37,590 devices have been manufactured & shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care & use of this device. In the IFU the user is also advised to avoid lateral stresses to the instrument or device function may be compromised. If the suture passer kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor in colombia reported issues with a spectrum autopass suture passer item # smi-02ap, serial # (B)(4), that hospital (B)(6)recently experienced on (B)(6) 2021. Information received indicates that during a rotator cuff repair procedure, ¿the spectrum breaks the needle and blocked to close". It is indicated there was no patient impact /injury and the procedure was completed using another device. Patient was (B)(6). Additional information received notes the issue occurred while being used on the patient. The lower jaw stopped opening and closing causing the needle, smi-02n, to break. It is noted however nothing fell on the patient, only the outer blue part was split. The additional information received does not impact the reporting determination. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.